Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 400mg/dl; treated with insulin. Customer checked 15minutes later and blood glucose went up to 560mg/dl. Customer removed set and noticed a bent cannula. Customer treated with insulin pen. The customer was advised that the infusion set will be replaced.